Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain, nausea and vomiting with subsequent diagnosis of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and utilization of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set defect reported for this event. All pd patients are at an increased risk of infection due to a compromised immune system and because dialysis techniques increase the potential of microbial contamination. The patient reportedly took a bath which is attributed as the cause of the peritonitis. It is unknown if the patient properly covered the exit site or not. The centers for disease control and prevention (cdc) recommends that patients avoid exposure to fresh water as in bathing as it is known to be associated with gram-negative peritonitis in pd patients. Based on the available information and no allegation of a malfunction, defect or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) experienced peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2020 with complaints of abdominal pain, nausea, vomiting and cloudy pd effluent. The patient was diagnosed with peritonitis. A pd effluent culture was obtained, and the white blood cell (wbc) count was 2,432 (unknown units). The patient was initiated on antibiotics with vancomycin and ceftazidime (route, dose, frequency and duration unknown). The pd effluent cultures were not available as they were pending from an outside laboratory. The patient¿s wbc count on (B)(6) 2020 was 15,293 and 93 on (B)(6) 2020. The cause of the patient¿s peritonitis has been attributed to a breach in aseptic technique as the patient took a bath. The patient is currently continuing pd therapy on the liberty select cycler while recovering.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition a review the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached.